Manufacturer narrative:
Product in complaint was returned to zoll circulation on 10/09/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during patient care, the autopulse resuscitation system displayed a user advisory ua16 (timeout moving to take-up position) message and the lifeband would not size down. Medics continued care with manual CPR. Complainant also indicated that back at the station, the lifeband was switched out with a brand new one and the same problem occurred. The lifeband was not twisted. No adverse patient sequelae was reported. Manufacturer has requested additional information, however no further details have been provided.